Event description:
The customer reported that when the ventilator alarmed, the facility remote alarm did not alarm. The customer reported the ventilator was in use on a patient and there was no patient harm. The manufacturer's service technician confirmed the customer reported problem. The service technician replaced the main pcb board to correct the problem. Applicable final testing was completed and tests passed per operating specifications.